Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin "shot back out" the cartridge septum during the fill process. Customer's blood glucose was 260 mg/dl. Reportedly, customer continued to use the cartridge for insulin therapy.